Manufacturer narrative:
Date received by manufacturer ¿ 17aug2018. The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. The specific cause for the reported event could not be determined. The patient was admitted to the center with a driveline infection and pain at the exit site. The patient was treated with IV antibiotics and sent home on IV antibiotics. The patient remains ongoing on (B)(4) and no further issues have been reported. The hmii IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular device system. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient was admitted for driveline infection and pain at the exit site. The customer noted that the patient gained weight and was treated with intravenous (IV) antibiotics and was sent home. No further information was provided.